Manufacturer narrative:
Correction: date recv'd by MFR on previous report should have been 08 apr 2020.

Event description:
New information received noted that programming changes were made.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency room after experiencing a patient notifier. Upon interrogation, inappropriate mode switch episodes due to atrial lead noise were noted. No intervention was reported.